Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope lens was cloudy. There were no reports of patient harm.

Manufacturer narrative:
Updated d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cloudy field of view issue was reproduced, however, a definitive root cause of the issue could not be determined. It was found that the scope connector had not been repaired or replaced in over 10 years, and it is possible that due to degradation of the circuit boards in scope connector, that electricity was not properly supplied to heating function due to aging deterioration and failure to defog occurred. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.